Event description:
A (B)(6) male pt called zoll customer support to report that one of his batteries was reading correctly on his monitor. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is underway. The reported problem (not working in monitor) was confirmed. Upon investigation, the battery was unable to recharge or power up a test monitor. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause analysis. No adverse event occurred as a result of the defective battery pack. The pt received a replacement battery pack.